Event description:
Severe redness in eyes, watery eyes, extreme tearing, sensitivity to light, blurred vision. Dose or amount: fill contact lenses 2x day. Dates of use: approx four months between 2006 and 2007. Diagnosis or reason for use: clean, disinfect contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction? Yes.